Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has been functioning intermittently. Reportedly, customer has to press the button multiple times and harder than usual for the pump to respond. Troubleshooting with tandem technical support was performed. Customer's blood glucose level was not impacted. Reportedly, customer will continue to use the pump for insulin therapy.